Manufacturer narrative:
Please note that previous medwatch reports for this product were submitted under (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, any medwatch reports associated with this product will be submitted under (B)(4). Further info will be provided upon conclusion of the manufacturer's investigation.

Event description:
While the caregiver was attempting to place the resident back into bed, the caregiver said the unit stopped working. The caregiver then adjusted the battery to try and get the unit to restart. When the battery was back into place the jib of the lift dropped approximately 5 or 6 inches landing onto the caregiver's arm. Caregiver was taken to the hospital to get x-rays, which were negative; they suffered a bruised lower part of the arm.